Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown.

Event description:
This is a spontaneous report by a consumer from (B)(6) of peritonitis with (B)(6) in a patient coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2010, the patient was diagnosed with peritonitis. The cause of the peritonitis was unknown. The patient wore a mask all the time, observed aseptic technique during pd, and lived in a clean environment. Pd therapy was ongoing. The peritonitis was ongoing and improved. On (B)(6) 2010, the patient began performing six pd exchanges per day, alternating between the 1.5% (four times per day) and 4.25% (two times per day) solutions. The peritonitis was resolving and according to the patient the dialysate was clear.